Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge using the usb cable, which led to a pump shutdown. There was no adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer charged the pump successfully using an alternate usb cable.